Manufacturer narrative:
The customer reported complaint of the autopulse platform (sn: (B)(4)) displayed system error was confirmed during the functional testing. To remedy the issue, the processor board was replaced and once completed, the device passed the testing and met all specifications. The reported complaint of the housing near the handle of platform cracked was confirmed during visual inspection. The top cover was replaced to remedy the issue. Visual inspection was performed and found that the top cover was cracked , thus confirming the reported complaint. Autopulse platform is a reusable device as well as serviceable device, therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. Unrelated to the reported issue, the motor cover and the patient restraint assembly were also cracked. Archive log was unable to download as it was corrupted. Functional testing was performed and system error message was observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4)..

Event description:
It was reported that during shift check the autopulse displayed system error upon powering up. Customer also stated that the housing near the handle of the platform was cracked. No patient involvement on this issue.